Event description:
It was reported that this right atrial (ra) lead had an out of range pace impedance, that was greater than 2000 ohms. Noise and high capture threshold were also observed, on this ra lead. Subsequently a revision occurred, in which the ra lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.